Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system was unable to boot up. There is no report of injury or death associated with the even described in this complaint.